Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 mg/dl) and the cause was not known. The ketone level was large. The pump supplies were changed, boluses delivered, temporary basal rate increased and syringe boluses were used to address the high bg. The customer responded well to the syringe bolus; however, not as well to the pump boluses. The ketone level lowered. A pump system check was performed and no device issues were identified. The contact acknowledged the results. Tandem technical support advised the customer to discuss the event with a healthcare provider.